Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. D4: UDI: product made prior to UDI compliance date. UDI not required. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture, skin reaction, acquired deformity nos. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision surgery with implantation of a 375cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with a ruptured right breast implant during an in-office visit with a medical professional and using magnetic resonance imaging. Additionally, during a physical exam, the patient complained of difficulty with overhead range of motion and wearing bras for extended periods of time due to breast firmness. She also noted her breast scars were pruritic and easily irritated with clothing. The healthcare professional observed her breasts were asymmetric, firm, tender to palpitation, and contracted against her chest wall. She was diagnosed with bilateral baker grade IV capsular contracture, bilateral breast asymmetry/breast ptosis, and acquired deformity and distortion of the breasts. Lastly, mammogram imaging was conducted for history of right breast calcifications for further evaluation. As a result, the patient underwent bilateral removal and replacement with 375cc mentor memorygel breast implants on (B)(6) 2024.this report is for the left breast prosthesis.